Event description:
Patient was revised to address possible infection. Minimal osteolysis was also reported.

Manufacturer narrative:
This report has been determined to be a duplication of an earlier report, 1818910-2012-02816. Therefore, this report is being closed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.